Event description:
Distributor contacted dexcom technical support on (B)(4) 2015 to report a hardware error code displayed on the receiver on (B)(4) 2015. Distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board.